Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, there is no clinical/medical documentation available to include in the medical investigation. The instrument has not been returned for evaluation, therefore the root cause of the breakage cannot be concluded. It is unknown how long the device has been in circulation, the amount of repeated sterilization processes whether the device IFU were adhered to; which all could have contributed to the breakage. Although not approved for implantation, the material composition of the stabilizing tool would fall into a standardized medical grade alloy, which has not been determined to cause injury or harm when the duration of contact with tissues/blood/bone is short-term. The patient¿s post-operative condition is unknown at this time and the future patient impact cannot be determined. Based on the information provided and reviewed, no further clinical assessment is warranted. A visual inspection confirmed the legion hinge tibial stabilizing tool show nicks on the tip, which would cause the device not to function as intended. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the legion hinge tibial stabilizing tool broke due to normal wear and tear. This happened during use inside the patient. One piece got stuck inside the base plate. There was no back up, an alternative instrument was used to complete the procedure. No delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Additional information received by the reporter has identified that this event should be re-evaluated for MDR reporting. The new information states that a serious injury- medical intervention has occurred since during procedure, the device broke inside the patient and one piece got stuck inside the baseplate. There was no back up, in consequence an alternative instrument had to be used to complete the surgery. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the legion hinge tibial stabilizing tool was found to be broken due to normal wear and tear. No apparent case involved. No further information was provided at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.